Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter indicated that there are air bubbles in the cartridge and infusion set. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Of submission 08/28/2013 device evaluation: the cartridge was returned to animas and evaluated by product analysis on 08/23/2013 with the following findings: a visual inspection of the cartridge was performed; no damage or defects were noted. A leak and fill test was performed with no issues noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.